Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a malfunction. A new ipp pump was implanted. Additional information received states the "pump was not able to transport saline to cylinder." The cause of the device issues was not found. When the patient pressed the pump the cylinders would not inflate. The device issues began two weeks prior to surgery. The patient was doing well following surgery.

Manufacturer narrative:
Device evaluation provided in: d10, h3 and h6. Device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was also functionally tested and found to fail the activation test. The pump required more than 8 lbs. Of force to activate. The pump bulb also stayed flat after the activation test resulting in the functional tests to be aborted. The allegation of a pump malfunction was therefore confirmed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a malfunction. A new ipp pump was implanted. Additional information received states the "pump was not able to transport saline to cylinder." The cause of the device issues was not found. When the patient pressed the pump the cylinders would not inflate. The device issues began two weeks prior to surgery. The patient was doing well following surgery.